Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review and service history review for similar complaints was performed for the aia-600ii, serial (B)(4), from 30-oct-2016 through 01-dec-2017. There were no other similar complaints identified during the searched period. The aia-pack folate assay specifications under page 9 states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event could not be determined. The customer was able to resolve the issue by performing routine maintenance and bleach cleaning on the aia-600ii instrument.

Event description:
On (B)(6) 2017 tosoh became aware that during proficiency testing performance with american proficiency institute (api) survey samples, the customer failed folate analyte on the aia-600ii instrument. Quality control level 3 was out of range high on the day of the proficiency testing. (B)(6).